Event description:
It was reported that the user experienced hypoglycemia while walking in a store and at night, with a documented blood glucose of 67 mg/dl and no reported symptoms, and the user treated with oral carbohydrates such as bread and peanut butter. Symptoms included asymptomatic low blood glucose. Outcomes included transient hypoglycemia without need for emergency care or hospitalization. Investigation included user counseling on contacting the clinical management line and standard troubleshooting and education regarding recognition and treatment of lows. Investigation of this case revealed no device alerts or alarms and no device malfunction reported, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.